Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity indications for use. It was reported that the healthcare provider (hcp) was refilling the pump today and saw two alerts. The alert is motor stall 1092 hours ago with service code 99 (motor has been stopped for longer than tube set duration) and an alert that the pump was stalled after 48 hours. The patient had magnetic resonance imaging (MRI) on (B)(6) 2025, and did not have the pump checked. The hcp stated that he withdrew expected volume from the pump, and the patient has not had symptoms. The technical services (tss) reviewed telemetry mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.